Event description:
The patient was a male who was born with double outlet right ventricle and underwent banding at birth. The patient did well from a hemodynamic standpoint but had recurrent illnesses. The patient then had an elective complete repair of his double outlet right ventricle with closure of the ventricular septal defect and a right ventricular outflow tract patch that extended on the left pulmonary artery. At the time of that operation, there were apparent vegetations inside of his heart, but because of his absence of illness it was assumed that they were not vegetations, and the repair was completed. Almost immediately postoperatively, the patient became febrile with an elevated white count and developed culture-negative endocarditis on the patch and his pulmonary arteries. Within a few days, the patient developed a recurrent ventricular septal defect due to patch dehiscence. The patient was treated with a prolonged course of antibiotics, and after the completion of the course and when he became afebrile, the ventricular septal defect was closed and the tricuspid valve was repaired.